Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was infected after it was placed and they had it explanted. The indication for use was spinal pain. No device issues reported.